Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-13 reporting that they went to the health care professional (hcp) 3-5 times to make sure the device was working properly ¿because it does not work.¿ the patient only felt pain and the device was not on. As soon as they plug it in and put it on their body it sends some charge but it was not on. The patient felt no vibration. The pain was in their back/spine, shoulder, arms and legs. It was asked but unknown when this started. The patient stated that maybe about 7 months ago the device had not been working, they had not been feeling stimulation, and they had been in pain. It was stated that ¿it was not on no matter how they charged it.¿ per the patient, they had recently charged it. A manufacturer representative was paged to help with the patient¿s event as they did not have a managing hcp but was instead working with a physical therapist and primary care hcp. No further complications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the ¿thing was not working properly¿ and stopped working about 1.5 years after implant. The patient barely ever felt stimulation and they were still in pain. This had been since 2010. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. Caller noted the patient had not recharged or maintained the battery since about 1.5 years after implant, 2009 or 2010. Additional information was received from the patient. The patient was incoherent and not making sense. They were slurring their words and it was very difficult to communicate with the patient. The patient said it was because of the pain in their knees. The patient seemed like they were under the influence of medication. It was suggested that patient have the original caller call so that they could review the process for getting a representative to an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. Process for requesting a representative to an appointment was reviewed. Potential overdischarge information between the caller and information patient provided to caller, dates of last recharge and last time patient felt stimulation was unclear. At one point the caller said that the patient felt stimulation about 2 months ago, however they also mentioned that stimulation hasn t worked since 1.5 years¿ post-implant. The caller was redirected to the healthcare provider¿s office. No further complications were reported